Manufacturer narrative:
Awaiting product. Follow-up with add'l info will be sent within thirty days.

Event description:
"Once gallbladder was in bag went to retract and pull out and the bag broke. Passed off field and got another one. Doctor had to retrieve balloon and open another kit to finish procedure. No pt injury."